Event description:
The pt has a pns sys and a scs sys. The pt's scs sys is functioning properly. This report is on the pns sys. It was reported the pt suffered a fall and is no longer to communicate with or charge his ipg. An sjm rep met with the pt and was unable to resolve the issue. The pt's pns sys is currently turned off. F/u info identified the pt was involved in an automobile accident and has multiple injuries. Surgical intervention may be pending in the future to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.